Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/02/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/13/2015 with the following findings: black box dates from 7/10/2015 -7/19/2015. Black box data from date of pi has been overwritten however eaw 162 loss of prime warnings with both a zero and non zero low force observed in current black box. Pump powers with returned battery cap. Battery compartment crack observed below grip pad. Evidence of moisture contamination inside battery compartment and underside of battery cap. Exercised pump for 24 hours with a 1 unit per hour basal program. No loss of prime or prime related warnings duplicated. Force calibration check passes with a reading of 180. Removed pump case and disassembled pump. Force sensor pins seated and solder connections intact. No evidence of cracked force sensor traces. No evidence of additional moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.